Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the customer noticed loose screws in the autopulse platform (sn (B)(4)) and upon powering on, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "upon powering on, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the functional testing and the archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The reported complaint of "the customer noticed loose screw and bolt in the autopulse platform" was confirmed during the functional testing. Noticed missing screw and bolt from the pdb (power distribution board). The screw and bolt were replaced to address the reported complaint. The probable root cause for the reported complaint could be due to normal wear and tear or could be due to mishandling. The autopulse platform was manufactured in 2015, almost 5 years old and no preventive maintenance were performed since the time of its purchase. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform failed initial functional testing due to ua45 error message displayed upon powering on. The archive data review showed occurrence of multiple ua45 error message on the reported complaint date. The drive shaft was rotated to home position to clear the ua45 error message. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 10 minutes without any fault or error after the drive shaft was rotated to the home position. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).